Event description:
Hospital pharmacist reported that shortly after the start of a pt treatment on a system 1000 hemodialysis device, the device stopped without operator intervention. The screen went black and the pumps stopped. No alarm was activated. The device was instantaneously disconnected and then re-started successfully. There was no pt injury or medical intervention reported.